Manufacturer narrative:
(B)(4) evaluated the device, and the reported problem was confirmed. The bearings were worn/damaged, indicative of normal wear. The bearing sleeve is a limited use device, and this unit had exceeded its useful life.

Event description:
Report received from a us reporter stated that the "device bearings seemed loose and that you can hear them when you shake the attachment". It is unk if the device was used in surgery. There was no injury or medical intervention. There was no add'l info provided.